Event description:
Customer reported that the cufflator needs calibration. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product found that the cufflator had the rubber protective ring missing, the needle was below 0 and the clip on the back of the cufflator was compressed. No readings were taken due to needle position. The needle does move up when the inflation bulb is squeezed and the cufflator holds pressure. The release button works as it should. Note: the instructions for use state that the accuracy of measurements is +2 cm 120 for the whole range. The cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).